Event description:
Boston scientific received information that during a normal device change out, the physician attempted to pace off the distal coil of this right ventricular (rv) lead in unipolar configuration. As a result, the patient experienced asystole for 3 to 4 seconds. This patient is pacemaker dependent. The physician then connected the lead into the replacement device and there were no additional adverse patient effects reported.

Manufacturer narrative:
The device was successfully explanted and it is unknown if it will be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.